Manufacturer narrative:
Device evaluation- one sample was received for evaluation. The device was given functional testing and found to leak. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The cause of the issue was not confirmed.

Event description:
Information was reported that prior to use, during filling, device leaks from the tube area where the tube goes inside the cassette. Infusion set was changed. No patient involvement.